Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a procedure and the intra-aortic balloon (iab) catheter could not be inserted due to the unavailability of pressure tubing in the given kit. The md reported that the issue was resolved by using a competitor's kit. Also, due to incompatibility of spare tubing with the competitors intra-aortic balloon pump (iabp) machine. Patient outcome: reported as "fine". There was no patient death, serious injury or patient complications as reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "missing adapter tubing for the maquet iabp machine" is confirmed. Upon return the original packaging had been previously opened, and the adapter driveline tubing was not within the returned packaging; however, it cannot be determined that the adapter driveline tubing was not originally included. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no now or revised risks. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that a patient underwent a procedure and the intra-aortic balloon (iab) catheter could not be inserted due to the unavailability of pressure tubing in the given kit. The md reported that the issue was resolved by using a competitor's kit. Also, due to incompatibility of spare tubing with the competitors intra-aortic balloon pump (iabp) machine. Patient outcome: reported as "fine". There was no patient death, serious injury or patient complications as reported.